Manufacturer narrative:
Additional information: section h.6. Advanced bionics considers the investigation into this reportable event as closed. The recipient was reimplanted with another advanced bionics cochlear device on (B)(6) 2026. The recipient is doing well. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information section: h.6. The external visual inspection revealed the electrode was severed. This is believed to have occurred during revision surgery. The device passed photographic imaging inspection. System lock was verified. The condition of the electrode prevented an electrical test from being performed. The device passed the electrical, and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This older device configuration is no longer manufactured. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced device extrusion. In (B)(6) 2025, the recipient presented with swelling, crusting and tenderness: however, the recipient did not follow up. As a result, the device extruded through the skin. The recipient's device was explanted. The recipient was not reimplanted.

Manufacturer narrative:
Revision surgery has been scheduled, pending the recipient's healing of superficial wound. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.